Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection and pressure test were performed and no anomalies were noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure involving this right ventricular (rv) lead, the patient¿s subclavian artery was damaged during hemostasis. The rv lead was also found to have an insulation issue. After excessive bleeding was stopped, the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
--